Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead . Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had their pain stimulation device removed on (B)(6) 2016 due to a deep infection. The patient tested positive for (B)(6) and then had 30 days of infusion. The pain stimulation device was completely removed: the battery and the leads, everything was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.